Event description:
Additional information was received that this device was explanted for normal battery depletion (nbd) over seven months later. A new device was successfully implanted and no adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that during a device check this device displayed an estimated longevity remaining of less than six months. During the check the automatic capture feature was turned off and a fixed higher output was programmed. The estimated longevity remaining was then noted to be one year six months which was an unexpected increase. Technical services (ts) was consulted and noted the estimated longevity remaining and battery status gauge displayed by the programmer are based on battery current consumption calculations at the time of interrogation, and calculations performed internal to the device are suspended during the session. When ambulatory (away from the programmer), the device periodically assesses operating current and may revise the ert declaration point. No adverse patient effects were reported.